Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed episodes of non-sustained right ventricular oversensing due to oversensing of post-sensed t-waves. The patient was asymptomatic to the event.